Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 04mar2019. The fse (philips field service engineer) recommended that the customer replace the oxygen solenoid. The customer replaced the o2 solenoid; however, the issue persisted. The customer believes the o2 solenoid received is defective. The customer replaced the oxygen solenoid again; however, the issue persisted. The customer then replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed oxygen mix accuracy testing. There was no patient involvement. Event date not specified; estimate used.